Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the audio bolus button cover was found to be missing from the pump. The audio bolus button response was not able to be tested due to the missing button cover. The complaint of an audio bolus button response issue was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile change/unresponsive) issue. It was reported that the audio bolus button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.